Manufacturer narrative:
An investigation was performed and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
An investigation is ongoing. Additional information about allegation has been requested but not provided . A follow up report will be filed with the outcome of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results on the cobas® sars-cov-2 assay. A customer from united states alleged discrepant results for 3 patient samples with cobas sars cov-2 qualitative assay for use with cobas 6800/8800 compared to another test platform. The 3 patient samples when tested with the cobas 6800/8800 generated negative results. The same patient samples when analyzed on the on gene expert generated positive results. Customer stated 2 of the 3 were of the same sample, sample 1 was marked new collection. Patient sample was collected using copan transport media and nasopharyngeal swab. The negative results were reported. The doctor reported results to the lab all negative were released back danville hospital. The customer confirmed that there was no allegations of harm to the patients. 3 mdrs will be filed, one for each of the patient sample results.